Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated fluoroscopically guided aspiration of the spinal catheter implant site occurred on (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine 5 mg/ml at 0.5998 mg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2015, the lumbar pump pocket incision site was not healing and there was drainage. Drainage was reported on (B)(6) 2015 and tested, the results were two strains of coagulase-negative staphylococcus on (B)(6) 2016 and the culture did not grow as of (B)(6) 2016. Medications were administered on (B)(6) 2015 and surgical intervention, specifically wound closure and catheter revision, took place on (B)(6) 2016. The seroma was drained on (B)(6) 2016 resulting in an emergency room visit. The etiology of the event was noted as possibly related to the device or therapy and possibly related to the implant procedure. The patient noted some slight clear drainage from the lumbar incision up until 5 days ago. The outcome was 'resolved without sequelae' as of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to the catheter was visible protruding from the midline lumbar spinal scar. It was noted the lumbar incision was not healing with continuous drainage.

Event description:
On 2016-dec-21, additional information was received from a healthcare professional (hcp) via a product surveillance registry (psr). The results of the event were updated to include an urgent care visit and an unscheduled clinic or office visit.

Manufacturer narrative:
(B)(4) no longer appropriate. (B)(4) added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that evaluation in the pain clinic has determined that a small amount of spinal catheter is visible protruding from the midline lumbar spinal scar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.